Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm, high blood glucose levels and hospitalization. Customer¿s blood glucose level was in the high 300 mg/dl. Customer treated their high blood glucose levels via insulin pump and manual injections. Troubleshooting for no delivery was performed. Customer replaced their entire infusion set and reservoir which resolved the issue. Customer declined to troubleshoot for high blood glucose levels. Customer advised the first time they replaced their infusion set they gave themselves three days of insulin which resulted in the hospitalization. Customer advised they ended up in the hospital due to high blood glucose levels. The insulin pump will not be returned for analysis.